Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that service was required for the device. During service it was noted that the device had a cosmetic defect. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.